Event description:
It was reported that patient faced issue with infusion set on (B)(6) 2026 as the tape did not stick due to the adhesive was not strong enough.

Manufacturer narrative:
Patient city: (B)(6). Patient country: poland. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.